Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had blind stock outs. A technical support specialist remoted into the server and reviewed the reports and log files and verified the upgrade that had occurred and what it entailed and resent the inventory loads for this device to the server to help align the station and server inventories and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server the or contacted the user stating they attempted to remove nacl 0.9% irrigation 500 ml bottles (B)(6) and bupivacaine-mpf 0.25% 30 ml vials (bupi2.5v7) from the or core pyxis but the device allowed access to the door and pocket however, both pockets were empty. According to the server, the station contained 3 vials of bupivacaine and 13 bottles of nacl irrigation. After reviewing the access report, the user did not find any recent pocket activity that would suggest items were removed without using the proper removal workflow. The user also stated that they rarely encountered blind stock outs or quantity discrepancies with these particular items. Or nursing later acknowledged that the (B)(6) was blindly stocked out on saturday, 1/31, but pharmacy was not notified. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.